Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-jan-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary system was failed due to the water intrusion. A field service engineer (fse) found that a water pipe had burst above auxiliary unit. Auxiliary unit was completely soaked with water, including all drawers and internal electronics, and water was still pouring from the device. The unit was not powering on. Due to the extensive water damage, auxiliary unit was determined to be non-repairable and required full replacement.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary required inspection due to evidence of water intrusion. There were no adverse events or injuries reported based on this event.